Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) up to 500 mg/dl with a large level of ketones (level 4) associated with an alleged inaccurate delivery. The reported suspected that the pump was not delivering insulin. It could not be determined whether or not the patient continued pump therapy and or if the patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation: the device has been returned and evaluated by product analysis on 05/07/2018 with the following findings: review of the black box data revealed a ¿replace cartridge¿ alarm on 27-mar-2018 at 16:08 with delivery resuming at 17:29. Several ¿exceeds maximum total daily dose limit¿ warnings were recorded on 25 and 26-mar-2018. A temporary basal program was run on 26-mar-2018 and on. The total daily dose totals added up to correctly reflect the user¿s programmed basal rates. The pump was powered on and exercised for 24 hours without any errors, alarms or warnings. Accuracy testing confirmed the pump was delivering accurately and within range. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction or defect.